Manufacturer narrative:
Customer contacted for a refund/ replacement through amazon, but no response was provided.

Event description:
Customer comment: "twice this test was wrong. An expired test picked up covid but this and another test didn't. Had I not gone to the doctor "just in case" I would still think I'm negative and possibly infecting people. 4 different tests, all negative. One test at the doctor, 2 hours later, positive. Obviously inaccurate."